Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 4.1 & 4.2 not detected on bus. A field service engineer replaced the power management control (pmc), drawer controller board and retractor band to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 5 was repetedy failed. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.